Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had battery life diminished and insulin pump will turn off. The customer's blood glucose level was unknown at the time of incident. Customer stated that the new battery diminished in one day. The insulin pump will not be returned for analysis.